Event description:
The dr attempted to insert the iab into the pt but the iab "unfurled" during insertion. Inspite of several calls to the faility, the iab was never returned to datascope for evaluation. Event complications: unk - rpt'd 10/28/96. Pt current status: unk - rpt'd 10/28/96.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation inspite of numerous attempts to contact the customer for the return of the product.